Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Troubleshoot was performed. The customer¿s blood glucose was 154 mg/dl and the sensor glucose was 69 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Customer current blood glucose reading was 95 mg/dl. Sensor will be returning for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it, solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform additional test as the sensor is beyond its expiration date